Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the tracheal intubation fiberscope exhibited the connecting tube coating had peeled off 1 millimeter to 2 millimeters or more. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 16jul2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) years since the subject device was manufactured. Based on the results of the investigation, olympus presumed that the event caused by stress of repeated use, external factors, or handling. There is an inspection method for the suggested event in the instruction manual ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Olympus will continue to monitor field performance for this device.